Event description:
During hysteroscopic placement of bilateral essure occlusion device to right and left fallopian tubes, the first device successfully deployed to right fallopian tube without problem. During placement of the essure device to the left fallopian tube, after the essure placed, and during release of the device there was noted a piece of the essure coil that was floating in the uterus. This piece was retrieved and noted to have 5 coils intact, originally there are between 21 and 24 coils on the essure device.the company representative was in the room during the procedure. Much discussion between md and the company representative as to whether laparoscopy, sonogram, x-ray, and continued additional procedure of radiofrequency ablation should be done. It was decided to do a sonogram, (done), flat plate abd pelvic x-ray (done) to check placement and integrity of the retained piece of the essure. Dr is satisfied that the remaining coils are in the correct place (left fallopian tube). Follow up indicates that patient had no ill effects.